Event description:
It was reported to boston scientific corporation that during preparation for a vaginal vault repair procedure, as the uphold vaginal support system was being unpackaged, it was observed that the inside tray lid was already open. There was no evidence of any damage to the outer box packaging. This uphold kit was disposed and was not used on the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine and is over 18 years of age.